Manufacturer narrative:
(B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via medwatch form (mw5043044) that the surgeon inserted bone cement and rhbmp-2/acs into the spine of the patient. Post-op, the patient experienced blood pressure problems and continuous back pain, causing potassium and calcium to be continually replaced with additional medications. The patient had depleted natural levels.